Manufacturer narrative:
Retainer ring = black on feb 08, 2022 the customer was driving when she passed out and when she woke up in the ambulance the pump had critical error on display. The customer mention frozen display and low bg's. On (B)(6) 2022 (related svn (B)(4)) the customer alleged blank display and the contacts on the battery cap are missing. Device powered up after the test battery was installed. No frozen screen or blank display noted. However, the insulin pump was received with a critical pump error (open book image) alarm with audio alert. Unable to perform the functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection. During visual inspection, found corroded electronic assembly and keypad flex traces. Moisture damage on the motor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 02/08/2022 at 16:06:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, cracked battery tube threads, cracked case at the battery tube side, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Critical pump error (open book image) alarm with audio alert confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the force sensor. During visual inspection, found corroded electronic assembly and keypad flex traces. Moisture damage on the motor. Frozen screen and blank display was not confirmed. Unable to confirm alleged low bg's. Device was received without the original battery cap. Unable to verify damage to the battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer was dispatch in ambulance due to loss of consciousness. Customer was woke up in the ambulance and had critical pump error alarm. It was unknown that customer using auto mode at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.